Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a off no power alert on the insulin pump. Customer stated the batteries were lasting for two days on the insulin pump. Customer's blood glucose was unknown. The customer also stated they did not receive a low battery alert prior to the off no power alert. Troubleshooting was able to confirm the battery did not last for more than one week on the insulin pump. Customer will be sent a replacement battery cap. Customer declined to return the insulin pump for analysis.